Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as touch contamination. The peritonitis was manifested by abdominal pain, cloudy effluent and nausea. The same day as onset, the patient was hospitalized for the peritonitis event. On an unknown date the patient began treatment with vancomycin (unknown dose, route and frequency). On an unknown date, the antibiotic was discontinued. On an unreported date the same month as receipt of this report, the pd catheter was pulled, dianeal therapy was discontinued, hemodialysis was initiated and the patient was discharged from the hospital. The patient was recovered from this peritonitis event (same month as receipt of this report). It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.